Event description:
It was reported that the patient was hospitalized due to lv (left ventricular) lead dislodgement. The lead was explanted and replaced. It was noted that the patient is followed in the (B)(6) project. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.